Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat a t10 fracture. Hardware was implanted 3 levels above and below the t10 level. It was reported that the center nut of the crosslink sheared off during tightening. The crosslink and the broken pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: the outer lip of the center nut (B)(4) that has been sheared off vertically from what appears to be over tightening of the nut (B)(4). The edges of the nut are rounded indicating force. The deformed hex corners left witness marks on the outer ring as it came off. Conclusion: the damage appears to be the result of over torque on the center nut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.